Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vertical sleeve gastrectomy, the handle was articulated two clicks to the left. The handle ¿snapped¿ back to neutral while firing on the stomach. The surgeon had to re-articulate the handle back to desired point of articulation. There was no patient injury.